Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device was returned after 50 months due to premature battery depletion. The device had reached its recommended replacement time (rrt) meeting 57% of its projected life. In addition, rapid battery depletion was observed in the battery trend curve. The device was fully functional when received into the returned product analysis laboratory (rpa) with a telemetered battery value of 2.61 volts. Pal analysis of the device confirmed the low battery voltage. The initial in can current drain (iccd) tests measured a slightly higher than nominal current drain. After disconnecting the battery, the elevated current drain condition was no longer observed. The device was fully functional, with nominal values seen from the pacing output, lead impedance, regulated supplies, and reference voltages. The device passed diagnostic system testing which included interconnect, fault grade, and random access memory (ram) testing. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with an optical microscope. No copper anomalies or foreign material were observed. No hybrid anomalies were found. The cause for the rapid battery depletion was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) prematurely. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.